Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. During manual cleaning, the customer used oliwakkan detergent and asept inmed brush kit to brush the operating/instrument channel, the suction pistons/cylinders, the operating channel port, balloon channel and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using cline clean disinfectant. For automated endoscope reprocessor (aer) treatment, the soluscope 4 reprocessor along with soluscope cln detergent and soluscope paa disinfectant were used. The scope was stored in a dsc8000 drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis exera iii gastrointestinal videoscope tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6), 2022, suction channel tested positive for greater than 250 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6), 2022, biopsy channel tested positive for greater than 250 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6), 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the charged-couple device cover lens and unit have scratches, the distal end cover is cracked, the bending section glue is separated and worn out, the connecting tube is damaged, the key top 1 is scratched, the plug unit connection is corroded, there is less angulation, and the biopsy channel has scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.